Event description:
The account alleged the pt position module alarm is not alarming at the bed. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.